Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Blood and solution is dried on the lens. One haptic is broken in the gusset area (not returned). The optic is cut into two portions, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. The product investigation could not identify a root cause for the reported complaint. There are no other complaints in this lot. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturing device history records (DHR) were reviewed and shows that the product met specification prior to release. A product sample was not returned therefore, the reported event cannot be confirmed. The root cause of the reported event cannot be determined; however, should additional reportable information become available, a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56. (B)(4).

Event description:
A healthcare professional reported that the patient experienced glare by the refractive error. The intraocular lens (iol) was exchanged. Further information has not been received.